Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Manufacturer narrative:
A review of manufacturing and sterilization records was performed and there were no problems noted that would impact this report.

Event description:
Pt has recurrent incisional hernia repaired with mesh. Pt has a seroma subfascial between sleeves of the mesh 8 months post operation. The seroma is convex and firm. Aspiration showed serous fluid with no evidence of infection.

Manufacturer narrative:
We are unable to fully investigate this report as no product code, lot number, or sample was provided. An outside clinician was consulted on this event. His opinion was that seroma formation is part of the normal healing process, usually resorbing on its own over time. There will be a plane between the mesh and the fascia during placement of the prosthetic. Fluid builds up in this space. It should resorb on its own, or can be drained with a radiologic procedure.